Event description:
A resolute integrity drug eluting stent was implanted to the proximal lad. A dissection was reported to have occurred, therefore an additional resolute integrity drug eluting stent was implanted to treat the dissection. No other complications reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (dissection).